Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found that the surgeon side console was working, however, there were loose foamrests. The fse then checked all connections. The system passed all tests. The fse replaced the medical grade power supply (mgps) and touchscreen. The system was verified and ready for use. Mgps: the unit was analyzed and upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system where the unit functioned as expected. The ssc turned on with no issue. The system was then powered cycle 10 times, but the reported failure was not able to replicate. No error logs were found on the error logs. Touchscreen: the unit was analyzed and upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functione as expected, no error 75 was found in the error logs. Calibration was done with no issue, it was responsive. The system ran ten power cycles but the reported complaint could not be replicated.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure that the site was unable to access messages on the surgeon side console (ssc) touchpad. The intuitive tech support engineer (tse) advised the surgeon to skip the surgeon log in or perform a hard power cycle of the ssc to resolve the issue. The caller hard power cycled the ssc, and upon cycling the circuit breaker down for 15+ seconds, the ssc power button would not light up. The tse walked the caller through an additional hard power cycles of the ssc in time increments of 30, 60, and 120 seconds, with no change. The tse walked the caller through moving the ssc's ac power cord to a different outlet, with no change. The caller did confirm that the ssc fans were making noise and that no other cables were connected to the ssc outside of blue fiber cable and the ac power cord. The caller swapped to a different ssc from another system that was not currently in use to perform the case. There were no reports of patient injury.